Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there was debris in the pump usb port which impacted the pump's ability to charge successfully. There was no reported adverse impact to the customer. Multiple contact attempts were made by tandem technical support to obtain further information regarding the issue; however, no additional information could be obtained.